Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the blood glucose increased because of the pen problem [blood glucose increased] believed that the novopen injected the dose without pushing the dose button [device malfunction]. This serious spontaneous case from china was reported by a consumer as "the blood glucose increased because of the pen problem(blood glucose increased)" with an unspecified onset date, "believed that the novopen injected the dose without pushing the dose button(device component malfunction)" with an unspecified onset date, and concerned a patient (gender and age not reported) who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy." On an unknown date, patient bought the novopen 5 for 2 days and believed that the novopen injected the dose without pushing the dose button in which patient's blood glucose increased and the patient was hospitalised. It was reported that the patient was not trained by a healthcare professional in the use of novopen 5. Batch number of the suspect product novopen 5 was not reported. Action taken to novopen 5 was not reported. The outcome for the event "the blood glucose increased because of the pen problem(blood glucose increased)" was not reported. The outcome for the event "believed that the novopen injected the dose without pushing the dose button(device component malfunction)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results: product number: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following (not yet submitted) -trained user was ticked as no -investigation results updated. -imdrf annex b, c, d, g codes updated -narrative updated accordingly final manufacturer's comment: (B)(6)2023: the suspected device (novopen 5) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary product number: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available.